Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety.

Event description:
Patient reported right side rupture and exchange of textured devices due to patient's concern with product. Device remains implanted.

Event description:
Healthcare professional reported report an unknown side rupture per MRI.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.